Event description:
It was reported that this lv lead wsa explanted on (B)(6) 2019 due to failure to capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)